Manufacturer narrative:
During technical onsite visit, the field service engineer (fse) replaced the ophir sensor. The system meets specifications per service installation record. The most likely root cause is a worn ophir sensor. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record was reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical assistant reported a secondary energy error occurred during treatment. Additional information has been requested.